Event description:
It was reported that the pump battery was depleting quickly. Additional information was not provided. The customer declined further troubleshooting with tandem technical support. There was no reported adverse impact to customer's blood glucose level. Or it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.